Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel, improper component placement.

Event description:
In preparation for a procedure to treat an abdominal aortic aneurysm, a gore® excluder® aaa endoprosthesis featuring c3® delivery system, rlt351414 was prepared by the scrub tech. While removing the mandrel, the tech tore a glove, contaminating the device. Due to severe weather, another rlt351414 was unavailable, and a rlt351418 was used for the procedure. Doing so resulted in a covered hypogastric, which was coiled. The patient tolerated the procedure. The rlt351414 was discarded at the facility.